Event description:
The customer reported that the device was giving a "speaker malfunction"; there was no sound coming from the speaker. The users noticed this when powering the device. The device was not in clinical use at the time the issue was discovered; no patient was involved.